Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple intermittent inaccurate fill estimates. Reportedly, the customer reloaded the same cartridge and received an accurate fill estimate prior to the call. Further details regarding the inaccurate fill estimates could not be obtained. The customer's blood glucose reached 383 mg/dl.